Event description:
Fill volume: 400ml. Flow rate: 6ml/hr - 10ml/hr. Procedure: acl repair. Cathplace: groin - continuous femoral nerve block. A patient's family member contacted the clinical/product support hotline and reported that a pump emptied after 25 hours. The pump was expected to last 2-3 days. There was no patient injury; however following the event, the patient experienced increased pain (10/10). The patient was reported to be in stable condition with no serious injury reported. Additional information was reported on (B)(6), 2015. Upon discharge from the hospital the pump's flow rate was set to 6ml/hr, later the patient's wife increased the pump to 8ml/hr and than 10ml/hr due to increased pain.

Manufacturer narrative:
Method: at this time the device is reported to be returning and we are currently pending receipt. A review of the device history record (DHR) is in progress for the lot number reported. Results: once the device is received, testing will be performed and results will be provided. Conclusions: investigation of the incident is ongoing, once completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.